Event description:
Customer claims he rode the stairflift to the top of the stairs. As pt reached the top, the main drive gear fell off of the unit. This caused the stairlift to free fall, stoping at the bottom of the stairs, throwing pt into the drywall.